Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s23 / 2.8 / android 16.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.